Event description:
Event description health care professional called to discuss normal battery depletion with this implantable cardioverter defibrillator (ICD). There are no allegations against device performance. This MDR is being submitted because cpi testing revealed premature battery depletion.